Event description:
Two na/r's were transferring resident from wheelchair when they noticed the boom bending. They immediately manually lowered resident to floor. They reported to supervisor who removed lift from service. There is a weld broken on boom and mast union.